Event description:
Problem with the main chemistry analyzer that caused erroneously elevated glucose test results in a subset of patients. Specifically, patients who had simultaneous measurements of glucose and creatine kinase, ck, both on the same sample, may have been affected by this error. While it is not possible to definitively establish the date when the problem began, there is evidence of problems beginning several months ago involving a gradually deteriorating reagent probe-washing pump and an idiosyncrasy of the algorithm used by main instrument to allocate reagents and samples into reaction cuvettes. The failure of one of the washing pumps led to a minute carryover of the ck reagent into the next reagent cuvette, which was problematic if the next cuvette was being used for glucose measurements, because the ck reagent contains glucose. Because the pump failure was not a systematic failure, the amount of reagent carryover varied from one instance to the next, and the degree of glucose elevation produced by this rather specific set of circumstances was variable. Daily quality control procedures and periodic proficiency testing involve running the full instrument menu, in which case the instrument algorithm does not place the glucose reaction in the cuvette immediately after the ck reaction, thus preventing the error from being detected. During instrument maintenance, the washing pumps were visually inspected by the manufacturer to ensure that they were dispensing the wash solution, but the volume of wash solution was not measured; following this incident, the instrument manufacturer is now instituting a nationwide change in its maintenance procedures to ensure that this volume is measured. Using the available data, rptr can conclude that, the main chemistry analyzer was overestimating glucose concentration by an average of 39 mg/dl, if ck was measured at the same time. A month later the overestimation rose to an average of 56 mg/dl, suggesting a further deterioration of the pump. This unpredictable occurrence has prompted the manufacturer of the chemistry analyzer to change nationwide maintenance procedures to include a more detailed analysis of the reagent probe-washing pump.